Manufacturer narrative:
Novus scientific has never ever received any complaint regarding an autoimmune disease. Polymers used in the product are well known and have been used in different implantable medical devices for decades. A number of literature searches were performed in pubmed to study if there exists any literature that indicates that the polymers used in the product can cause an autoimmune disease. Totally 59 articles were reviewed and no article suggested that the polymers could cause an autoimmune disease. Device implanted in patient.

Event description:
During the autumn of 2014, the patient reported increasing in fatigue, muscle pain, localized stiffness and thickening of the skin on the body and proximal to the extremities. Furthermore, the patient reported tingling sensations in the left upper limb and the left side of the face. Finally, she had dyspnea and light chest tightness. Dermatologists / rheumatologists have diagnosed stepwise and not generalized scleroderma (morphea). Since a pet-CT scan has shown a reaction in the abdominal wall in relation to the implanted mesh, one has suspected an immunological reaction to mesh material. The patient has been treated with immunosuppressive therapy and uva light therapy with reasonable effect on the symptoms. The patient has also been diagnosed a slight bronchial asthma.